Event description:
It was reported that a patient underwent a pancreaticoduodenectomy procedure on an unknown date and a reservoir was attached to a drain. After about three days, the reservoir suction stopped functioning. A nurse commented that the reservoir bag may not have been given the proper pressure to work normally even when the patient was transferred from the operation room. Another like device was used with no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number:batch jt7918.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.